Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using swiftpac coils (swiftpac) and a microcatheter. During the procedure, the physician embolized the target vessel with glue. While advancing a swiftpac out of the microcatheter, the physician was unable to push the swiftpac further. Under fluoroscopy, the physician noticed the embolization coil unintentionally detached partially within the microcatheter and partially in the target vessel. A snare device was used to successfully remove the embolization coil from the patient. The procedure was considered completed. There was no report of an adverse effect to the patient.